Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional procedure with a 6f sheath. Reportedly, the device was unable to pass through the vessel. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. Factors that may contribute to difficulty inserting the device include, but are not limited to, patient femoral vessel/anatomy variables or manipulation of the device during insertion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.